Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported suction broke at 77% of a refractive procedure on a patient's left eye. Three additional patient interface were used. A double pass occurred with the second patient interface. The fourth patient interface was used to complete the procedure. Patient was not harmed.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).